Event description:
Customer reported being hospitalized with high bg. Customer was on insulin drip. Customer stated that they were not getting their insulin dosage. Md believes it was a pump related issue and wants the pump replaced. Unable to perform troubleshooting at the time of call.